Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a lead revision procedure for a suspected right atrial (ra) lead fracture. Pacing impedances of greater than 2000 ohms were recorded through the device and high thresholds were observed. During the lead revision procedure, local field representative checked the lead through the pacing systems analyzer (psa) and the impedances were within 400-500 ohms. The physician then thought that the oor impedances might have been caused by a loose set screw. The physician then reconnected the lead back to the device and the impedances were within 400-500 ohms initially but quickly climbed back to greater than 2000 ohms. The lead was connected to the psa for a second time and again, the impedances were in the 400-500 ohm range. The lead was then hooked back up to the device. Again, the impedances started out normal but then quickly rose to greater than 2000 ohms. This process was repeated several more times. The physician also manipulated the lead and was unable to reproduce the high impedances through the psa. At that point, the physician decided to explant the device and replace it with another bsc device. The chronic ra lead was hooked up to the new device. The same scenario played out once again with impedances measuring normal through the psa and oor through the device. At that point, the physician thought it to be a lead issue. The lead was extracted by laser removal. A new ra lead was implanted. The new lead was checked through the psa with results good numbers. The lead was then connected to the device and everything checked out fine. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted minor scratches on the case. All seal plugs are intact and all set screws operate normally. A review of device electro-grams noted myopotential or environmental noise on all three leads, although the noise was predominately on the atrial channel. Pin gauge measurements noted a 0.101 inch gauge passed through the atrial and ventricle leaf springs. A 0.102 did not pass through the atrial or ventricular leaf springs. The version two atrial and ventricular set screws were removed from the terminal blocks. Visual inspection noted no irregularities. The clinical observations were not able to be confirmed through laboratory testing.